Manufacturer narrative:
The lead was not returned for analysis. This report therefore refers only to the analysis of the ICD. The ICD first underwent a status interrogation. The device status was bos, three charge processes had been documented. The connection system of the defibrillator was examined mechanically. The screws were without defects. Leads inserted in a test could be contacted with easy passage, low-ohm values, and reliably. The drill hole dimensions were all within the dimensions defined by the standard. The icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted in accordance with specifications with a defibrillation shock. The specified energy level was reached. The charge time was unremarkable. The signal sensing of the ICD was tested and proved to be free of noise. The ICD sensed supplied signals free of interference. In the further course of the analysis, a long-term test of the impedance measurement functions of the ICD was performed and showed no anomalies. The device functioned according to specifications. The manufacturing process of the ICD and the lead were reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test of the ICD documented proper device behavior. In summary, the ICD was fully functional during the analysis. Both the examination of the connection system and of the electronics showed no deviations from then specifications. There were no indications of a material defect or manufacturing error.

Event description:
After an implantation period of about 4 months it was reported that the shock impedance was too high. The rv lead was already replaced for this reason on (B)(6) 2020. The lead details are not available at the moment. The shock impedance is still out of range (greater than 150 ohm). The ICD was explanted.